Event description:
Information was received from a foreign health care provider (for, hcp) regarding a patient receiving intrathecal baclofen 2000 ug/ml at 1080 ug/day (itb) via an implantable pump. It was reported that a volume discrepancy was noticed on a young itb patient. The calculated residual volume should have been 12.2 ml but the real residual volume was 30.0 ml. The patient showed no underdosing and was fine. The synchromed ii pump had no active alarm. The patient had a 8780 ascenda catheter currently implanted. The hcp stated that they would contact the implant center to discuss further steps. It was stated that the patient's last refill was on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.